Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device's battery pins, as well as internal battery wire harness, were loose.  Physio then replaced the device's battery pins and reseated the battery wire harness which resolved the reported issue.  After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event involving a patient.  Medical personnel were able to complete the call.  No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.